Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks ago.

Event description:
It was reported that following the patients previous device upgrade procedure, the patients ipg site had pus and was inflamed. It was also noted that nothing happened during the previous procedure that may have caused or contributed to the infection. The patient was given antibiotics.

Event description:
It was reported that following the patients previous device upgrade procedure, the patients ipg site had pus and was inflamed. It was also noted that nothing happened during the previous procedure that may have caused or contributed to the infection. The patient was given antibiotics. Additional information was received that the patient underwent an explant procedure. The explanted device was not returned as it was discarded by the medical facility. Additional information was received that all devices were removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 20483997/20266612. Product family: clik x anchor sterile kit; upn: m365sc43180; model: sc-4318; batch/lot: 21972292.

Event description:
It was reported that following the patients previous device upgrade procedure, the patients ipg site had pus and was inflamed. It was also noted that nothing happened during the previous procedure that may have caused or contributed to the infection. The patient was given antibiotics. Additional information was received that the patient underwent an explant procedure. The explanted device was not returned as it was discarded by the medical facility.